Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
The customer reported to a bci field service engineer (fse) who was on-site servicing on a different system that a leak was coming from the instrument. The fse noted the location of the drain was not near the instrument, and found a crack in one of the waste tubing where it crossed a high traffic pathway. The fse replaced the waste tubing.